Event description:
Suture breakage: customer states that while the surgeon was tying the suture it would break. There are no reported adverse consequeces to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident one medical device family initially reported assuming incident could recur.